Manufacturer narrative:
(B)(4): initial MDR submission for device evaluation. It was reported the fluid does not inject due to blocking. To aid in the investigation, five samples in sealed packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. The two photos provided show the samples received. A device history record review was completed for provided material number 305107, lot 3055908. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
When the user shoot thru needle, the fluid doesn't inject due to blocking. There is a no sample available so I would like to send same lot product. No patient harm.